Manufacturer narrative:
Add'l device system component part number: assy, probe, ami 9700, model # 0570-0390, serial # (B)(4). The device was not returned for eval.

Event description:
The customer stated that they are getting inaccurate aorta diameter measurements from the aortascan.